Event description:
It was reported that a patient's stimulation was "turning off itself while on at least 3-4 times in the last month." It was reported that there was an error message on the patient programmer when the stimulation turned off, but it was unknown that the message said. About one week later it was reported that an impedance test was performed and "everything was fine." The stimulator was "working properly" after reprogramming and no problems were seen. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3587a, lot# n0027774, implanted: (B)(6) 2005. Product type: lead. (B)(4).